Event description:
There is a manufacturing issue with laborie air charged catheters of all levels failure to an excessive level that I have not seen in 20+ years of practice. We have had more than a dozen failures in the past couple weeks of catheters inserted in the vagina and rectum to assess voiding dysfunction losing charge and leaking so that they don't record pressure accurately. This requires that the catheter be removed and replaced during the study creating anxiety for the patient and increased discomfort. The machine and cables were recently checked by the company and reportedly normal. I wonder if they have a new manufacturing plant for the catheters but that is only a theory. I haven't been able to get a straight answer as to why we are seeing the repeated issue.